Manufacturer narrative:
Correction information: section h.10. The recipient was reimplanted with another cochlear device. The recipient has healed. Advanced bionics considers the investigation into this reportable event as closed. Legal proceeding have prohibited the testing and failure analysis of the explanted device. As a result, no conclusion can be drawn at this time. If the legal proceedings allow for the analysis to be completed, the issue will be re-opened and the results of the analysis will be reported. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing decreased performance and sound quality issues. A review of the recipient's test data indicates impedance issues. Programming adjustments have been made and external equipment have been exchanged; however, the issue did not resolve. Revision surgery has been scheduled.

Manufacturer narrative:
Additional information: sections b.3, d.6b, & d.9. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.